Event description:
Pt reported that pt meter was giving inaccurate high readings. During troubleshooting. The meter would not count down. This issue was not resolved with troubleshooting. Meter was replaced. No adverse event reported.